Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information from uno legal litigation in reference to a rep dreamstation auto CPAP with an allegation of respiratory tract irritation, dizziness and/or headache, kidney disease/toxicity, and "other." There was no report of medical intervention. This device is not part of the recall. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer received information from uno legal litigation in reference to a rep dreamstation auto CPAP with an allegation of respiratory tract irritation, dizziness and/or headache, kidney disease/toxicity, and "other." There was no report of medical intervention. This device is not part of the recall. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was no error code found. The third-party service center concludes that they could confirm the customer's allegation and there was no visible foam degradation and unit got corrected.